Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the ECG electrode c and d cable was cut off of the electrode belt. The cause for the inability to complete testing is the cut cable. The root cause of the cut cable is physical abuse. No adverse event resulted from the cut cable.